Event description:
It was reported by service report that the ratchet bars were bent and the cot was difficult to bring up and down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ratchet bars.